Manufacturer narrative:
The sensor has been returned and an investigation is in process. A follow-up report will be filed once the product investigation is completed. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Investigation is in process.

Event description:
Customer reported that on an unspecified date he received a higher reading on his adc freestyle libre than a subsequent reading received on a hospital meter and provided the following: sensor: 330 mg/dl vs meter: 40 mg/dl. Customer further reported he was taken to a hospital via ambulance. It is unknown what specific treatment was rendered at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported that on an unspecified date he received a higher reading on his adc freestyle libre than a subsequent reading received on a hospital meter and provided the following: sensor: 330 mg/dl vs meter: 40 mg/dl. Customer further reported he was taken to a hospital via ambulance. It is unknown what specific treatment was rendered at the hospital. There was no report of death or permanent injury associated with this event.